Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, dyslipidemia, heart failure, and prior stroke/transient ischemic attack. Complications reported included device embolization, cardiac tamponade, pericardial effusion, arrhythmia, unexpected medical intervention (pericardiocentesis); these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with device implant in the patent foramen ovale (pfo). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature: clinical outcomes of atrial septal defect and patent foramen ovale after percutaneous closure: a 10-year retrospective analysis b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "clinical outcomes of atrial septal defect and patent foramen ovale after percutaneous closure: a 10-year retrospective analysis", was reviewed. This research study is a retrospective single-center experience to evaluate the long-term clinical outcomes following transcatheter closure of atrial septal defect (asd) and patent foramen ovale (pfo). The devices included in this study were amplatzer septal occluder, figulla flex ii, and other unlisted devices. The article concluded that percutaneous closure of asd and pfo demonstrates high procedural success rates with low major complications and excellent long-term outcomes, including symptom resolution in 82.4% of patients. [The primary author was mohammed alqarni, internal medicine, king abdullah international medical research center, jeddah, sau.] [The secondary and corresponding author was ahmed krimly, cardiology, king faisal cardiac center, ministry of national guard health affairs, jeddah, sau, with corresponding e-mail: krimlyam@mngha.med.sa.] This study included patients who underwent percutaneous closure of secundum asd or pfo from 01 january 2014 to 31 december 2024. A total of 85 patients were included in the study, of which an unknown amount received an abbott device. The average age was 40.8 years. The majority gender was female. Comorbidities included hypertension, diabetes mellitus, dyslipidemia, heart failure, and prior stroke/transient ischemic attack.